Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood flowing out of needle end after safety lock has been engaged."

Manufacturer narrative:
H6: investigation summary bd did not receive samples or photos for this evaluation. Therefore, 30 retention samples were subjected to a draw test for leakage and air bubbles. The samples were functionally tested and the customer's indicated failure mode of leakage was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. H3 other text : see h10

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood flowing out of needle end after safety lock has been engaged."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there was blood flowing out of needle end after safety lock has been engaged."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.